Manufacturer narrative:
The reported event of an backup vvi was confirmed. The device was received in bvvi mode. The device image indicated that the device triggered bvvi due to an unknown power on reset (por). Product code was reloaded to recover the device from bvvi mode and to perform further testing. Vibration, temperature cycle, output, cold soak, and ate tests were performed with normal results. Despite stress testing and device monitoring, the backup condition could not be reproduced. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During procedure, backup vvi was noted on the device prior to implantation. The physician elected to use a different device to resolve the event. The patient was in stable condition.